Event description:
The customer reported that she was sick and her blood glucose reached 312 mg/dl less than 24 hours after the pod was activated. There was a pod alarm during normal operation.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.